Event description:
It was reported that the patient presented in clinic for follow-up. The patient's pacemaker was oversensing r-waves on the atrial channel triggering inappropriate automatic mode switch (ams). The pacemaker was successfully reprogrammed. The patient was in stable condition.